Event description:
It was reported that the user¿s dexcom g7 cgm data was pairing to the dexcom app and watch but not to the ilet, and the ilet was restarted to attempt to restore cgm signal to the pump. Symptoms included no reported alarms or clinical symptoms. Outcomes included no impact on activities of daily living and no medical or surgical intervention. Investigation included technical support troubleshooting and user education on pairing and device restart. Investigation of this case revealed a pairing failure between the cgm and ilet with communication not established to the pump while cgm data continued on other paired devices. It was concluded that the device function was limited by a communication issue, and product use instructions and troubleshooting steps were reinforced. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.